Event description:
It was reported that during the tha, when the surgeon was using the accolade calcar planer, he noticed some fragments on the pt hip. He removed them and finished this tha without any problems.

Manufacturer narrative:
Accolade calcar planer, cat# 1020-2700, lot #f1h2391 was also listed in this report. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the eval summary will be submitted in a supplemental report.